Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg site. Reportedly, the patient requested a revision of his scs ipg site. However, the patient's physician decided to remove the patient's scs system instead. The date of the procedure was undetermined at this time. In addition, the patient reported the ipg removal alleviated the pain.